Manufacturer narrative:
Foreign cypher is not distributed in the us; however, it is similar to us distributed cypher product. Note: no additional info regarding this pt's death, reported almost four years post index procedure, is forthcoming. Although there is no clear evidence of a relationship between the cordis product and the pt's death, this event is being reported as a possible thrombotic event in accordance with ac guidelines.

Event description:
Male pt with a history of peripheral vascular disease, smoking, diabetes (on metformin) was admitted for coronary evaluation within 3 hours of onset of symptoms. Upon admission ck was 9 times uln, ck-mb was 10 times uln, and troponin was 100 times uln. The pt was currently taking aspirin. During the procedure heparin and reopro were administered angiography revealed a 100%, 15mm, smooth, concentric, b2 type lesion in the proximal lad. The vessel was described as 2.25mm in diameter with timi 0 flow. The lesion was pre-dilated with a 2.0 x 20mm balloon inflated to 8 atms. A 3.0 x 18mm cypher stent was deployed to 15 atms with satisfactory results. The stent was not post dilated. There was approximately in-stent 21% residual stenosis noted and flow was reported to be timi iii. At one-month, six-month, eight-month, and 12-month follow-ups, the pt denied cardiac symptoms and was complaint with medications as prescribed. A follow-up angiogram at eight-months post procedure show no evidence of in-stent or peri-stent restenosis. Upon three-year follow-up contact, it was discovered that the pt had expired. The date and cause of death are not available.